Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for in implant procedure. During the procedure the lead exhibited failure to capture. The lead was not used and replaced. The patient was in stable condition.